Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4)

Event description:
It was reported that upon opening the lead during surgery, the surgeon noticed that the tip was bent. It appeared that the stylet was not inserted all the way. The bend did not resolve when the stylet was removed. The lead was replaced. The procedure proceeded as normal and no complications were seen.

Manufacturer narrative:
Analysis of the lead, model # 3889-28, lot # va08d0u, found no anomaly.